Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing, impedance and capture threshold was observed. Additionally, episodes of non sustained ventricular oversensing could be seen. This was found to be consistent with dislodgement of the rv lead. The lead was explanted and replaced. The patient will be monitored in the following days although the patient was in a good condition after the procedure.